Event description:
A pt had experienced withdrawal in the past regarding his pump. It was noted that no alarm had been heard. In addition, it was indicated that "the doctor stated the last time he extracted the meds, there was too much left in it." A pump replacement was discussed. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).